Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The sulox head and the explanted durasul insert were returned for investigation. The sulox head is fractured into several pieces. On the fracture surfaces it is possible to see metal transfer patterns, chipping and wear, most likely caused by the stem and the ceramic fragments after the fracture occurred. On the taper of the head, it is possible to see some marked longitudinal metal transfer. However, no consistent seating pattern can be recognized. The taper bottom shows metal smears indicating that the stem taper was in direct contact with the taper bottom of the head. Whether this contact occurred before or after fracture remains unknown. Further, the measured material density complies with the material specification of the head. The outer surface of the insert shows some scratches and dents; the peg is cut. The inner surface of the insert is inconspicuous, while the flat rim shows indentation from the impaction instrument. It is not expected that the insert contributed to the reported event. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. No medical records were provided. A single ap view of the right hip, allegedly taken before revision surgery, was provide and reviewed by a radiologist. On the image, the femoral head is no longer distributed around the stem taper but appears to be fractured into at least 2 fracture fragments. One or more fracture fragments can be seen adjacent to the stem neck. Bone quality appears mildly osteopenic, although no osseous fracture is visible. An intraoperative fluoroscopy images taken during revision surgery was provided and assessed but is not documented, as it does not provide any additional information. An intraoperative image that shows the surgical site was provided and assessed. In the image it is possible to see the neck and the taper of the stem. Scratches and dents can be seen on the visible surfaces. Due to the image quality, a more detailed assessment cannot be performed. The analysis of the retrieval did not show a consistent seating pattern (material transfer from the stem) on the taper of the head. This observation possibly indicates a suboptimal fitting of the stem in the taper of the head that might have contributed to the fracture. Based on the available information, a fracture of the sulox head can be confirmed and likely attributed to suboptimal connection between the stem and head. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced a fracture of the ceramic head in the left hip approximately four (4) years after implantation. Revision surgery with a head and inlay was performed together with removal of any fragments from the fractured head. No further event information available at the time of this report

Manufacturer narrative:
(B)(4). D10: item#: 4246; lot#: 2979038; item name: allofit alloclassic shl 54/jj. Item#: 01.00551.310; lot#: 2928165; item name: fitmore, hip stem, uncemented, offset b (extended)/10, taper 12/14. Item#: 01.00013.410; lot#: 2979970; item name: durasul, alpha insert, jj/32. G2-foreign: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced a fracture of the ceramic head in the right hip approximately four (4) years after implantation. Revision surgery with a head and inlay was performed together with removal of any fragments from the fractured head. Due diligence is in progress for this complaint; to date no further information has been provided.

Event description:
No additional event information at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to update additional information in section g3,h2,h3,h6 and to correct manufacturer narrative according to updates in the investigation . The sulox¿ head and the explanted durasul insert were returned for investigation. The sulox¿ head is fractured into several pieces. On the fracture surfaces it is possible to see metal transfer patterns, chipping and wear,most likely caused by the stem and the ceramic fragments after the fracture occurred.on the taper of the head, it is possible to see some marked longitudinal metal transfer. However, no consistent seating pattern can be recognized. The taper bottom shows metal smears indicating that the stem taper was in direct contact with the taper bottom of the head. Whether this contact occurred before or after fracture remains unknown. Further, the measured material density complies with the material specification of the head. The outer surface of the insert shows some scratches and it is possible to see the two indentations typically produced in the polyethylene by the two metal spikes of the shell; the peg is slightly flattened and deformed with a newly formed ledge. On the articulating surface of the insert extensive damages in the form of abrasion, scratches and deposition of metal particles can be seen. Additionally, material wear and deformation in the form of a deep dent can be seen, most likely due to the contact of the stem taper with the insert after the head fracture. The rim of the insert shows some scratches and part of the material chipped off. It is not expected that the insert contributed to the reported event. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per (B)(4) complaint trending process in order to identify potential adverse trends. The analysis of the retrieval did not show a consistent seating pattern (material transfer from the stem) on the taper of the head. This observation possibly indicates a suboptimal fitting of the stem in the taper of the head that might have contributed to the fracture. Based on the available information, a fracture of the sulox¿ head can be confirmed and likely attributed to suboptimal connection between the stem and head. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D6a: implant date is unknown. D10: unknown cup - unknown part and lot number. Unknown stem - unknown part and lot number. Durasul, alpha insert, jj/32; item# 01.00013.410; lot 2995845. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision after an unknown amount of time post implantation due to fracture of the ceramic head. The head and liner were removed and replaced. Due diligence has been completed for this complaint; to date no additional information has been received.

Event description:
It was reported patient underwent a left hip revision approximately 4 years after implantation due to the ceramic head being fractured. The head and liner were removed and replaced. Due diligence has been completed for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.